Manufacturer narrative:
During a coronary artery aneurysm embolization the 2x8 orbit helical fill coil (637hf0208/15675003) would not detached when the trufill dcs syringe ii (635-002/96331163) was pressurized to the green zone. It is unknown if the alternative detachment method as outlined in the instructions for use (IFU) was attempted. The syringe was replaced for a new one (detail unknown); however, the same orbit coil was unable to be detached. The entire coil was withdrawn from the prowler select plus microcatheter without any unintended detachment. The orbit was replaced by an unspecified new coil which could be detached without any difficulties using the same microcatheter. The procedure was completed without any further issues and there was no patient injury or complications. There target vessel was not calcified or tortuous. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. There was no resistance or friction during advancement of the coil system through the unknown prowler select plus microcatheter. It was originally reported that the devices would be returned; however, with additional investigation it was reported that the devices are not available for analysis. A review of the manufacturing documentation associated with orbit lot 15675003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. It was reported that it is not known if the syringe was pressurized to the red zone after it did not detach in the green zone as is outlined in the IFU. This procedural factor may have contributed to the event; however, without the return of the devices for analysis no conclusion can be made. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization for coronary aneurysm that was not calcified and not tortuous. During the procedure, an orbit (637hf0208/15675003, complaint product) would not be detached at the green zone using a syringe ((B)(4), complaint product). It is unknown if the physician attempted the alternative detachment. When he replaced the syringe for a new one (detail unknown), he was unable to detach the same orbit. Then, the orbit was replaced by an unspecified new coil, which could be detached without any difficulties. Afterwards, the procedure was completed without any further issues. No patient injury or complications were reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coil by visual inspection. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.